Event description:
It was reported that an infusion set was deployed incorrectly during application when the ilet user moved, causing the site to separate from the applicator, after which the user was guided through a site-only change and insulin delivery resumed; the event involved the infusion set cannula and reflected an incorrect procedure or method during use. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to incorrect procedure during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.